Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented at the clinic during follow up, post paced t wave oversensing was observed on the stored egms. Programming changes were recommended and made. The device remains implanted.

Event description:
New information notes that the prior recommended programming changes were made. During a subsequent follow up, post-paced t-wave oversensing was observed on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information is available at this time.